Manufacturer narrative:
Literature attachment: article title ¿hemodynamic tolerance of teer device extraction followed by tmvr¿ the device was not returned for analysis. The lot history record review and complaint history review could not be performed since this complaint is based on an article, and no device/lot information was provided. Based on all available information, a cause for the reported mr could not be conclusively determined. The reported hypotension, tachycardia, bradycardia, unexpected medical intervention (iabp), hospitalization, and medication appear to be related to procedural conditions. The reported patient effects of mitral regurgitation, hypotension, cardiac arrhythmias, and cardiac arrhythmias, as listed in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article, ¿hemodynamic tolerance of teer device extraction followed by tmvr¿, was reviewed. The research article presents a case study of a recurrent mitral valve dysfunction or mitral regurgitation after transcatheter edge-to-edge repair (teer). This article describes the time required and hemodynamic profiles of the percutaneous mitraclip (abbott cardiovascular) extraction followed by compassionate use of a non- abbott transcatheter mitral valve replacement (tmvr) system. The patient was placed on an intra-aortic balloon pump (iabp). During the procedure there were moments of low mean arterial pressure, tachycardia, and bradycardia; however, no patients experienced catastrophic decline in hemodynamic status. There were moderate increases in the baseline infusion of norepinephrine to a peak dose 0.1 mg/min/kg. The article concluded that the ability of these chronically decompensated patients to tolerate a period of torrential mr was better than expected and should pave the way for more creative solutions to this challenging clinical scenario. The primary author of the article is gregory j. Condos, md department of cardiology, university of washington school of medicine, seattle, washington, USA; department of anesthesiology and pain medicine, university of washington school of medicine, seattle, washington, USA; and the department of cardiothoracic surgery, university of washington school of medicine, seattle, washington, USA.. The correspondence author is dr james m. Mccabe, university of washington school of medicine, 1959 ne pacific street, box 356422, seattle, washington 98195-6422, USA. E-mail: jmmccabe@cardiology. Washington.edu. X handle: @jamiemccabemd.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.